Event description:
It was reported that the patient experiencing muscle stimulation presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited backup vvi operation. The patient was brought into the clinic on (B)(6) for further evaluation; a device reprogramming was performed successfully. Patient was asymptomatic following the programming.